Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced occlusion issue event on 20-feb-2026. The patient reported that infusion set cannula was bent, the blood glucose level was 274 mg/dl. No further information available.